Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery pack has bent pins identified after patient fitting) has been confirmed. As received, the battery connector pins were bent. The root cause for the damaged connector could not be determined. No adverse evet resulted from the damaged battery.

Event description:
A us distributor reported the battery had bent pins.